Event description:
The battery is not charging. Work order #: (B)(4). (B)(6). The system meets the specification for the performed service and is returned to use problem description by engineer : customer function/role:biomed. How was the device being used?unit setup. Expected and actual behavior of the product:does not work on battery power. User impact:not usable needs repair. Patient impact: none. Current software version: 3.10. Resolution : customer states during setup the unit does not have the battery led illuminated on the front panel when connected to ac power, requests troubleshooting, no patient involvement. Verified the voltage is correct at the ac line filter connection to power supply, voltage at j1 of power supply is correct and battery and connector voltage are correct with no pins pushed in, unit does not have the current version of the pm pcb installed, also noted the blower is very loud when powered on, cooling fan is operational and air inlet filter is clean, in the event log noted error codes 1115 and 1122, advised the customer on replacing the pm pcb and the blower to correct the issue, provided part ID and customer will order, no further follow up needed, issue resolved- material number 453561544451 - rp-pcba,pwr mgmt,gen 4, 1.30 pic. Material number 453561512761 - rp-blower assy, v60. Customer is taking responsibility to correct/repair the device. No further information will be obtained as this concluded philips remote support to the customer for this event. The customer has been notified to contact philips if this does not address their device issue at which point a new service order will be created. Accidental damage: false. Internal remarks: caller: (B)(6). Ip & issue the battery is not charging. Event type: part ID. Service request: remote technical. Did customer decline remote support? No. Preferred service time: n/a. Entitlement options: free remote. Reason for entitlement claim: n/a. Action taken: created remote wo routed to rse. Next step action: n/a.

Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that a high blower temperature error occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a high blower temperature error occurred. The customer and remote service engineer (rse) had performed a troubleshoot together where they discovered that the blower was noisy. It was also confirmed that the error code had occurred in the event log. The rse provided the customer with the part number of the blower assembly to order and replace. The customer replaced the blower assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.